Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer was using her old insulin pump at the moment. Customer's blood glucose was 12.6 mmol/l. Customer stated that the sticker at the bottom part was not clear so she can't read it. Customer stated that she could not read the screen of the insulin pump. The customer stated that there were cracks on the pump and the back part of the battery compartment. Customer stated that there were cracks on the middle area of the pump as well. Customer stated that she was water sliding and she suddenly heard the beeping noise from the pump. Customer was advised that the insulin pump will be replaced.